Event description:
When attempting to use the stapler, the surgeon had difficulty with placement when fired. Reload, part of stapler, bent upward (no full firing of staple load). With no harm to patient per doctor.